Event description:
While attempting to warm the prime of a heart/lung machine the cooler/heater over temp exceeded its operating temperature and shut down. Attempts to activate the over temperature button resulted in the same condition. Device was taken out of svc and sent to biomedical engineering dept where a screen was discovered to be clogged. Removal of the debris allowed device to function normally. The screen and its location did not appear in any of the manuals/preventative maintenance provided with the device reporter contacted terumo cardiovascular systems technical service and was informed that the info about the screen's location was only provided to the company's technical service staff and those trained by the company. Reporter feels all owners of these devices should be made aware of the screen regardless of service provider since clogging of the screen may cause cooler/heater to malfunction prohibiting the warming of pt during cardio/pulmonary bypass.